Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip was advanced to the mitral valve. During grasping attempts, one gripper arm (with tactile marker) would not drop. The clip was brought back to the left atrium. Troubleshooting was performed but was not successful. The clip was removed from the patient. While outside the patient, the gripper functioned correctly. A replacement clip was used to complete the procedure. One clip was implanted with no reported issue, reducing mr to grade 1. There was no challenging anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported gripper issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.